Event description:
A varian medical science liaison (msl) was first notified of a patient presenting to the emergency department with right flank pain and erythema on (B)(6) 2026. The varian msl then gathered additional information from the physician and the following was confirmed on (B)(6) 2026: patient with renal cell carcinoma was treated with cryoablation on (B)(6) 2025. The right renal lesion measured 4 cm in size and four pcs-17 cryoprobes were positioned within the kidney to perform the ablation. Seven weeks later, the patient returned to the emergency department with complaints of fever, erythema, and right flank pain. The patient was admitted to the hospital and placed on IV antibiotics. CT and us imaging during the hospital stay identified a hematoma near the site of the ablation. The patient was discharged from the hospital and continued with routine post ablation follow-up care.

Manufacturer narrative:
The reported event involved a cryoablation procedure in which four varian 1.7 mm percryo cryoprobes (pcs-17) were used to treat a patient with renal cell carcinoma. Approximately seven weeks after the procedure, the patient experienced an unintended hematoma. The patient was admitted to the hospital, treated with IV antibiotics, and subsequently discharged with continued routine post ablation follow-up care. Our investigation determined that the cryoprobes functioned as intended and no device malfunction was identified. The devices were not returned for evaluation due to the patient not experiencing symptoms until seven weeks post cryoablation. A hematoma is a known potential risk associated with cryoablation procedures and not indicative of a device performance issue. Therefore, no corrective or preventive actions are warranted at this time.